Event description:
It was reported that a non-dependent, pediatric patient presented in clinic with noise on the right ventricular lead causing high ventricular rate. Episodes were noted on a stored egm. Noise was reproducible with isometrics. Programming changes were made. The patient was stable and will continue to be monitored.